Event description:
It was reported that the patient implanted with this device, developed an allergic reaction to the material of this pacemaker. Two weeks after implantation, the patient felt unwell. A month later, the pocket was found to be infected and ulcerated. Subsequently, surgical intervention was performed to explant this device. A new pacemaker implantation will be performed at a later date. No additional adverse patient effects were reported. Additional information: this device was subsequently returned for analysis.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device, developed an allergic reaction to the material of this pacemaker. Two weeks after implantation, the patient felt unwell. A month later, the pocket was found to be infected and ulcerated. Subsequently, surgical intervention was performed to explant this device. A new pacemaker implantation will be performed at a later date. No additional adverse patient effects were reported. This device is not expected for return.